Manufacturer narrative:
The device history records were received with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The information for use (IFU) for this device states the following: warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing the filter legs or arms, and could prevent the filter from further advancement within the introducer catheter. The sample was not returned for evaluation. Based on the information received, the results are inconclusive and the root cause of the event is unknown.

Event description:
It was reported the filter failed to deploy. The arms deployed, but the feet stuck in the spline. The doctor went in through the jugular, cut the pusher wire, and pulled the pusher wire and filter out through a 14f catheter. A jugular filter was then placed. The patient is fine.